Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Unable to verify excessive no delivery alarm due to no button response. No button error alarm no observed during testing. Cracks to the case, reservoir tube lip, battery tube threads and a scratched lcd window noted.

Event description:
Customer reported the insulin pump alarmed no delivery prior to the button error alarm. Customer stated the buttons would not respond and once he cleared the no delivery alarm, the button error alarm occurred. Customer's blood glucose was 300 mg/dl, corrected with manual injection. The device alarmed while customer was lying in the bed and device was near the pillow. Customer attempted to clear the alarm by taking out the battery. Customer was advised to revert to back up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.